Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected on the initial), h10 (information was inadvertently missed). Correction to h10: there were no abnormalities in the accessories used for reprocessing. The user did not wipe/brush the nozzle with a clean lint-free cloth, brush, or sponge. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified. It is likely the material remained in the device because the customer's reprocessing method deviated from the instructions for use (IFU). It was further noted that the nozzle was not deformed. The event can be detected by handling the device in accordance with the following IFU: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, an abnormal sound is made due to damage on the up/down knob, due to a pinhole on channel tube, water tightness was lost, due to deformation on the bending tube, angulation skips during angulation in up/down directions, due to a dent on the bending tube, bending angle in the up direction exceeded the standard value, due to dirt on the objective lens, there was a lack of image on the monitor, the distal end had a scratch, the lock engagement lever and knob had a scratch, the up/down and the right/left knobs had a scratch, the scope connector cover unit was dirty due to water leakage and had a scratch, the universal cord was sticky and had a scratch, the grip had a scratch, the suction cylinder was shaved, the suction cover had a scratch, the connecting tube had discoloration and a scratch, the control unit had discoloration and a scratch and was dirty due to water leakage, the light guide bundle was slipping down, the forceps channel port was shaved, the adhesive on the bending section cover rubber had a chip, the bending section cover rubber had discoloration and a scratch, the objective lens had discoloration, and the air/water cylinder had corrosion. The customer cleaned, disinfected and sterilized the device before returning to olympus with no delays in precleaning. The air/water nozzle was flushed with air and water and detergent with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had angulation issues. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.